Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus found foreign material in the nozzle, but the type of the material or root cause cannot be identified. Since whether the user conducted reprocessing in accordance with the IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remaining in the device. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.